Event description:
The field service engineer (fse) reported a leak from the probe wipe on the coulter ac t 5diff cp analyzer while troubleshooting the instrument for the customer who reported a failing startup for the white blood count (wbc) parameter . The volume of the leak was reported as less than 1 ml, and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eye wear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No patient samples were affected. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found the probe wipe rinse block leaking diluent as a result of no vacuum at the rinse block. The fse rebuilt the rinse block to resolve the probe leak. The fse also found the white blood cell (wbc) lyse reagent pathway was contaminated. The fse decontaminated the wbc lyse reagent pathway including the reagent pickup tube to resolve the wbc parameter failure at startup. The fse also replaced the aspiration needle and replaced the vacuum switch valve as preventative maintenance on the instrument. The failure mode was attributed to probe rinse block had no vacuum supply. (B)(4).